Event description:
The customer obtained a falsely elevated, non-reproducible vitros trop I es result on a single pt sample on a vitros eciq. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The elevated result was not reported. There were no allegations of harm as a result of this event. (B) (4).

Manufacturer narrative:
Ocd field service investigated and replaced the reagent metering reservoir fill valve, returning the vitros eciq to expected operation. The customer has had no additional occurrences of falsely elevated results since the service activity. The root cause is instrument related.